Event description:
Received report from clinic that 1 1/2 hours into a routine dialysis treatment, the nurse noticed blood on the floor and found that the venous line disconnected from the tesio catheter. The catheter was implanted in 1999. Pt was given normal saline and transported to the hospital. Pt is back to baseline. Pt's estimated blood loss 500-600cc of blood. The pt was hospitalized. Sample was discarded. No lot number is available. Received additional info from treatment sheet of pt at facility and indicates that the venous pressure was 320 prior to the incident. Pressure had increased from 140. Spoke with director of nursing who indicates that the pt's prior treatment sheets indicate that the venous pressure generally runs up around 300. The pt has access problems and has had clotted graphs and is in process of obtaining a fistula. They have often had to reverse the lines during treatment.